Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitrector stopped (no aspiration) during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. The condition of cutting and actuation was unknown. There was no impact to the patient. Additional information received and confirmed that the knife malfunction during the initial stages of the operation and the reported issue was weak aspiration, initially weak vitrectomy performance, and then none at all.